Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module harness and system board needs to be replaced to address the issues. The oxygen blending module harness and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module harness and system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module harness and system board needs to be replaced to address the issues.